Manufacturer narrative:
The customer¿s report that the tubing set separated at the lower fitment when "flicking" air out of the tubing set was confirmed. Visual inspection observed that the silicone segment was separated from the lower fitment at the pump segment. No crush marks were observed on the upper or lower fitment. The pcu and pump device that were in use during the customer event were not returned for evaluation. Functional testing could not be performed for pump alarm issues due to the separation and obvious leaking that would occur. The root cause of the separation was not definitively determined.

Event description:
It was reported from the nicu nurse that the tubing set infusing intralipids 3 grams/kg/dy for 6 hrs. Separated at the " clamp part that goes into pump" after the nurse was "flicking" air out of the tubing set. No adverse patient reaction related to this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the nicu nurse that the tubing set infusing intralipids 3 grams/kg/dy for 6 hrs. Separated at the " clamp part that goes into pump" after the nurse was "flicking" air out of the tubing set. No adverse patient reaction related to this event.